Manufacturer narrative:
This supplemental report is being submitted to provide additional device and event information. The event occurred on (B)(6) 2017, and involved an olympus bf-q190 scope, serial number (B)(4). Prior to the event, there were nothing unusual reported during the procedure. The patient was fully sedated, and a bite block was used and remained intact and unmoved.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding DHR review performed. The OEM performed a review of the device history record (DHR) and found no deviation and no nonconformity for this lot and device. The service center received the photos of the reference device which are being reviewed for the investigation.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. The investigation is currently ongoing and olympus will continue to work with the customer to obtain more information. This report will be updated accordingly. As a preventive measure, the operation manual for the representative bf-h190 scope includes pre-procedure inspection of the scope exterior, including ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ and ¿inspect the adhesives attaching the bending section cover to the insertion section for deterioration, pitting or cracking. Also, inspect the bending section cover for bulges, swelling, scratches and holes.¿

Event description:
Olympus was informed that at an unknown date in (B)(4) of 2017, the user facility had specified a patient incident associated with an unknown model olympus h190 series bronchoscope. The serial number of the scope was also not reported. It was reported that there were no issues throughout the procedure and at the end of the procedure is when the patient incident occurred. When removing the bronchoscope from the mouth of the patient, the bronchoscope detached at the distal end, leaving approximately 1 foot of internal mechanism exposed to the patient from the trachea to the opening of the mouth. Further, there were pieces of plastic that required retrieval. All visible pieces were successfully retrieved using another scope. No patient injury resulted. No further medical intervention was required and no long term health consequences to the patient.